Event description:
It was reported that a labeling issue occurred. A 2.50mm x 20mm emerge balloon was advanced to dilate the target lesion. The device was noted to have operated as intended. However, it was noticed that there was an issue between the label size and the effective length size balloon on angio. The balloon appeared to be bigger than the size on the label. There were no patient complications and the patient was reported to be stable following the procedure. It was further reported that the issue was noticed during procedure, looking at the angio image.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no defects detected. The balloon length measured 20mm. Information on packaging and compliance matched device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported labeling issue.

Event description:
It was reported that a labeling issue occurred. A 2.50mm x 20mm emerge balloon was advanced to dilate the target lesion. The device was noted to have operated as intended. However, it was noticed that there was an issue between the label size and the effective length size balloon on angio. The balloon appeared to be bigger than the size on the label. There were no patient complications and the patient was reported to be stable following the procedure. It was further reported that the issue was noticed during procedure, looking at the angio image.